Manufacturer narrative:
Continued e1: phone number (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of other/medical "fluid around implant" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and fluid around implant.

Event description:
Healthcare professional reported "fluid around the right implant" and "extracapsular rupture". This record is for the right side. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, b6.

Event description:
Healthcare professional reported "fluid around the right implant" and "extracapsular rupture". Later, healthcare professional reported "retro-pectoral prosthetic rupture with siliconomas of the axillary extensions and silicone leakage in the adjacent tissue", "extracapsular rupture" and "hyperechoic lymph nodes in the axillary regions". This record is for the right side. The device was explanted.